Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using proglide devices after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, an attempt was made with three different proglide devices. When the proglide devices were advanced in the patient anatomy, there was slow blood flow coming from the marker lumen. The devices were still deployed; however, all three had loose knots and hemostasis could not be achieved with the proglide sutures. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The loose knot could not be tested due to the suture not being returned. The guide break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported loose knot and guide break. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Analysis of the proglide device found that there was a guide break; however, the guide was still held together by the actuator wire. It was confirmed with the account that the guide separation had occurred during advancement of the device in the anatomy.